Manufacturer narrative:
(B)(4). Concomitant medical products: femur trabecular metal cruciate retaining (cr) standard porous, catalog #: 42502806602, lot #: 62573826; natural tibia trabecular metal two-peg porous fixed bearing right size f, catalog #: 42530007502, lot #: 62434349; nexgena complete knee solution, trabecular metal standard primary patella, catalog #: 00587806538, lot #: 62536481. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03839 and 0001822565-2018-03842. Remains implanted.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient's legal counsel reports allegations of pain, swelling and multiple flare ups which cause the patient to limp and use a cane to ambulate. Revision procedure is indicated; however, no revision procedure has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the patient underwent a revision due to tibial loosening and tibial subsidence. This component did not contribute to the reported event.

Event description:
No further event information available at the time of this report.